Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure with an unknown outcome, the patient underwent emergency surgery to repair an arteria-esophageal fistula. No further patient complications have been reported as a result of this event.